Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Two samples were confirmed to exhibit the reported failure. Five unopened orange coude catheters were returned. The catheters were evaluated for bends. All 5 of the catheters fit into the original packaging and passed the inspection however the coude tips of all five catheters appeared misaligned. The catheters were straightened in order to determine whether the misalignment was caused by the catheter bends. The bends of 3 of the catheters caused the misalignment of the coude tips. The catheters 4 and 5 were found to have misaligned coude tips not caused by the catheter bends. The product had failed to meet the specifications and was influenced by the reported failure. The product was not used for diagnostic or treatment purposes. A potential root cause for this failure mode could be due to machine error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was confirmed as a manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheters were bent and twisted. Also stated that it was shaped incorrectly. Per investigator notification on 23mar2021 and 31mar2021 during evaluation it was found that 2 of the catheters had misaligned coude tip indicator. Per investigator notification on 02apr2021 during evaluation it was found that 3 of the catheters had misaligned coude tip indicators.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Two samples were confirmed to exhibit the reported failure. Five unopened orange coude catheters were returned. Catheters were examined for bends in investigation. All 5 of the catheters fit into the original packaging and would meet specification, however the coude tips of all five catheters appeared misaligned. The catheters were straightened in order to determine if the misalignment was caused by the catheter bends. The bends of three of the catheters caused the misalignment of the coude tips, as the coude indicator was aligned with the tip when the catheter was straightened. One of the catheters were found to have misaligned coude tips not caused by the catheter bends. Product does not meet specification as coude indicator is meant to align with catheter tip. As catheter five was not fully straightened during evaluation, it will not be considered as part of the confirmed coude misalignment. However as catheter four was confirmed to have a misaligned coude indicator the reported event will be confirmed. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event was confirmed as a manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the catheters were bent and twisted. Also stated that it was shaped incorrectly. Per investigator notification on 23mar2021 and 31mar2021 during evaluation it was found that 2 of the catheters had misaligned coude tip indicator. Per investigator notification on 02apr2021 during evaluation it was found that 3 of the catheters had misaligned coude tip indicators.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were bent and twisted. Also stated that it was shaped incorrectly. Per investigator notification on 23mar2021, during evaluation, it was found that 2 of the catheters had misaligned coude tip indicator. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 3 of the catheters had misaligned coude tip indicators.